Event description:
Customer reports that during a procedure the table movement failed with both the handswitch and the foot pedal. Staff was unable to reboot the system and the pt was moved to another room to complete the procedure. No additional pt or procedural details are known. No pt injury.

Manufacturer narrative:
Fse (field service engineer) evaluated a report of image intensifier and x-ray tube alignment causing a table movement problem. Fse found the table lock up was caused by intermittent problems with the uib board and the foot control. Both parts were replaced and proper operation was verified. Fse completed the system checklist and returned the unit to the customer for service.